Manufacturer narrative:
Concomitant medical products: d284trk ICD, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had high threshold measurements. Reprogramming was done, and the lead was later capped and replaced. No patient complications have been reported as a result of this event.